Manufacturer narrative:
(B)(4).

Event description:
The physician was going to dispose of the needle in an outside sharps container and as accidentally stuck with the needle in question. There were no add'l procedures nor any adverse effects due to this occurrence.